Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure and is identified in the device instructions for use. While there is no evidence to suggest that the nrg transseptal needle and torflex transseptal guiding sheath used in the procedure caused or contributed to the reported complication, this report is being submitted by baylis medical company as the devices were among those used during the procedure.

Event description:
The nrg ttransseptal needle and torflex transseptal guiding sheath were used for transseptal puncture in a watchman procedure. The patient was heparinized both before and after transseptal puncture. However, following transseptal puncture, thrombus formation was observed at the puncture site in the right atrium. Echocardiography was used to confirm the presence of the thrombus. The thrombus was aspirated through the watchman sheath. Echocardiography was used to confirm no additional thrombus was observed. The physician indicated that thrombus formation may have resulted from puncture through the thicker portion of the septum. Approximately 30 minutes after all baylis medical devices were removed from the patient, a pericardial effusion was also observed. The procedure was eventually aborted due to the pericardial effusion. There is no evidence to suggest that the nrg ttransseptal needle and torflex transseptal guiding sheath used in the procedure caused or contributed to the reported patient complications. However, this report is being submitted by baylis medical company as the devices were among those used during the procedure. Separate MDR reports have been submitted for each baylis medical device used in the procedure. The report for the nrg transseptal needle is submitted under MFR report #: 9710452-2018-00021.